Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range pace impedances on right ventricular (rv) lead. The impedances were observed to be 2064 ohms over remote monitoring, so the patient was brought in for further evaluation. Isometrics and other testing was performed, but all values were stable. The impedances were 1068 ohms. The physician elected to continue monitoring the patient. Both products remain in service and the rv lead is a competitor's product. No adverse patient effects were reported.